Event description:
It was reported that a patient who underwent primary breast augmentation with 350cc mentor memorygel breast implants experienced bilateral rupture with breast pain post procedure. As a result, replacement was performed on (B)(6) 2025. The left sided issues were reported initially under 1645337-2025-05522. On june 5, 2025 mentor received additional information and initial awareness of bilateral issues.

Manufacturer narrative:
Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain/rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).